Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosis target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mmx100mm sterling balloon catheter. No patient complications were reported and the patient's status was good.